Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient wasn't sure if her stimulation was on and was told to call to help set it. The patient initially stated that she was seeing the home screen at 1.0v and stimulation was off. The patient went through all the screens and stated she had 4 programs but none were showing as active. The patient mentioned that she tried turning stimulation on but was unsuccessful and got poor communication on the patient programmer. The patient was not told when it was okay to turn stimulation on but she was told she could higher it or lower it. The patient was recently implanted where bandages and swelling were present. It was reviewed with the patient that swelling or bandages could affect communication and was advised to wait before attempting to communicate. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.